Event description:
It was reported the patient experienced acute pain at the implantable neurostimulator (ins) site and down her leg when exposed to a theft detector or security gate. The ins was on. The patient claimed the stimulation felt like it was moving around. The pocket site felt swollen. The stimulation setting was lowered to 0.5 on program 1 and 1.0 on program 2. The patient had an appointment scheduled with the manufacturer representative for (B)(6) 2012 for possible reprogramming. The patient did not have any further therapy or device issues to report. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v746887, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).